Event description:
It was reported to philips that the x-ray tube defect caused exposure failure, leading to procedure abortion on an allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective x-ray tube with a compatible part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).